Event description:
The customer reported that while performing a routine check, the augmentation timing changed even after adjustment. The pt was switched to another unit and therapy was initiated. No pt injury was reported.